Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage (preganncy with contraceptive device)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included breast lump removal nos. Concurrent conditions included hypothyroidism, adhd, anxiety, bipolar disorder and hyperlipidemia. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (to remove the essure, surgical removal of coil(s)). Essure (ess205) was removed in 2008. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device and tooth disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, tooth disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization was added. Essure start date updated from 2015 to (B)(6) 2007, removal date updated from (B)(6) 2015 to 2008. Events vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage (pregnancy with contraceptive device)") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.